Event description:
The customer reports that during a case, the system started fluoroing without any switch being pressed. Went for about 5 seconds, then stopped on its own. Pt was not in the field at the time. The left monitor image changed from the ankle that was there with dual collimator blades about 1/4 of the way into the field, to a round gray screen. Last good image saved was at 17:21:34. Operator then put pt in field and tried to take an image. System started to take image then the iris collimator closed and the lights on the mainframe all lit up and the x-ray beeper kept beeping. Dave then tried to reboot the system, but it did not reboot past 3/4 of the boot progress bar. A message of "full disc capacity" was displayed after about 10 minutes. He completed the case with another c-arm.